Event description:
Reference number (B)(4) event occurred in italy. It was reported that patient faced tape not sticking event on (B)(6) 2026. The patient was hospitalized due to hyperglycemia and has high levels of potassium. The blood glucose level was 270 mg/dl and the patient was treated with bolus. Patient found positive for ketones. Patient stayed in hospital for one hour. Patient experienced muscle stiffness. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: italy. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this would flag on the trips and alerts according to the omqr procedure.